Event description:
It was reported during a laparoscopy for an ectopic pregnancy the surgeon used the ebfo1 bipolar forceps to coagulate bleeding tissue on the mesosaipinx. The ebfo1 was also used to remove the ovary along with the ectopic in the tube. The ebf01 was connected to a valleylab generator and set at 60 watts. Hemostasis was achieved and the srugeon states he observed the area as he lowered pneumo pressure, removed the trocars and there was no bleeding. The patient had post-op bleeding and had to be readmitted to the o.r. Several hours later. The surgeon opened the patient and found the mesosalpinx bleeding. He tied off the bleeder with suture. The surgeon is accustomed to using the wolf red generator with the kleppinger so he can watch the meter to know when the tissue is coagulated. 08/13/1997 returned call, states they had no prior record of the event. Patient date of birth 04/09/75, weight is not known.